Manufacturer narrative:
(B)(4).

Event description:
Two universal serial bus (usb) accessories were returned for evaluation. However, it is unknown which device is the complaint device. The usb (lot number 2135963) was visually inspected and no defects were found. A load test was performed and there was no problems found with the charger. The usb (lot number 2135962) was visually inspected and found the usb to be damaged. Photographs were taken of the device, confirming the reported event of an overheating accessory. The root cause was determined to be a damaged usb cable.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient had an overheating accessory. No additional event or patient information is available.